Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00538.

Event description:
It was reported that during the procedure the threads of two closure tops were damaged during the final torqueing step. They were removed and replaced with alternate closure tops to complete the case. There was a forty minute surgical delay but no additional patient impacts reported. This is report two of two.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned closure top was evaluated. Visual inspection revealed that the closure top had a damaged chip on one of the outer threads. The hex was found to be damaged as well. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for damaged threads is due to cross-threading. The cross threading can often occur due to misalignment of the screw head on the extender sleeve. The failure of hex damage could have been caused by the closure top cross threading and torque being applied at an angle or over-torquing the construct.

Event description:
It was reported that during the procedure the threads of two closure tops were damaged during the final torqueing step. They were removed and replaced with alternate closure tops to complete the case. There was a forty minute surgical delay but no additional patient impacts reported. This is report two of two.